Manufacturer narrative:
(B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon did not show any visual defects and looked normal. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the proximal end of the balloon material. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on (B)(6) 2020. According to the complainant, it was noted that the balloon was leaking. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.